Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('just found out at removal it was broken') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and anxiety ("it was gonna be either. Ask for anxiety meds when you get there"). The patient was treated with surgery (removal). Essure was removed. At the time of the report, the device breakage and anxiety outcome was unknown. The reporter considered anxiety and device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case was updated from non serious incident to serious incident. Following event was added: just found out at removal it was broken. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.